Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called for the customer to report a hospitalization on (B)(6) 2016 due to high blood glucose readings. The customer began to speak on the phone and reported that his blood glucose reading was 500 mg/dl at the time of incident, but was currently 204 mg/dl. His symptoms included vomiting, dehydration, ketones, and headaches. Customer was wearing the device at the time of admission. Customer was treated with the insulin pump and manual injections. The cause was due to diabetic ketoacidosis. The customer performed troubleshooting and after removing the infusion set, found a bent cannula. Customer was advised to change his entire set, reservoir, and insulin and treat per doctor's instructions. Nothing was replaced or returned for analysis.